Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the ok button on the pump was unresponsive and the keypad was torn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was torn. The ok, up arrow, and down arrow buttons were unresponsive; the contrast button responded properly. Contamination was found under all of the button contacts when the keypad was removed. The ok button contact was inverted. The audio bolus button was missing and the button was inoperable. Unrelated to the original complaint, the pump booted to the verify screen with a dim discolored contrast. Also unrelated, the battery compartment was cracked and the cap revealed stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.